Manufacturer narrative:
The autopulse, serial number (sn) (B)(4), was returned for evaluation and repair on 9/21/2016. A visual inspection showed no physical damage to the autopulse. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the autopulse archive indicated multiple occurrences of ua139 (latch error - unable to hold compression position) on (B)(6) 2016, but not ua41 as the customer had reported. The customer's primary complaint of ua41 (patient temperature sensor failure) on (B)(6) 2016 was not confirmed. The initial functional test could not be performed due to the occurrence of the ua 139 error. This user advisory occurred upon power up of the device and is unrelated to the reported complaint. The service technician observed that the brake gap was out of range. The brake gap check and adjustment was performed to correct the issue. A load cell characterization check was performed and it revealed that load cell 1 was defective. Installed a known good in-house test load cell and ran the device using lrtf (large resuscitation test fixture, equivalent to 250 pound patient). Within seconds ua27 (encoder fault (> 3000 rpm) occurred. The single point load cell was replaced and the load cell characterization check was performed and passed. The encoder gearbox was replaced to remedy ua27. No other problem were found with the device. In summary; the customer complaint of ua41 could not be confirmed, however the temperature sensor cabling was replaced as preventive action to avoid occurrences of ua41. Additionally the technician replaced the encoder gearbox and the single point load cell, for failures unrelated to the reported complaint. These failures are most likely due to normal wear and tear to the device that occur over time. This autopulse was manufactured on 3/13/2015. After servicing the run-in and final tests were performed and passed all current specifications. User advisory error messages are designed into the platform when one of several conditions is detected. Ua41 occurs when the temperature sensor is outside of normal range of 45°c during power-on self test or during takeup.

Event description:
The customer reported that the autopulse (ap) was displaying user advisory (ua) 41 (patient temperature sensor failure), during their shift check. No patient was involved.